Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had a cracked case at display window corner, cracked lcd window and cracked reservoir tube lip.

Event description:
Customer reports to have received a button error alarm and also reports that insulin pump had a crack at button right hand corner of screen. Customer reports to wear pump in bra when doing yoga. Customer was advised that moisture may be contributing to button error. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.